Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) is suspected to be depleting prematurely. At this time, there is no evidence that suggests a request has been made to technical services (ts) to have data from this device analyzed. According to the information provided, a replacement procedure will be scheduled. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) is suspected to be depleting prematurely. At this time, there is no evidence that suggests a request has been made to technical services (ts) to have data from this device analyzed. According to the information provided, a replacement procedure will be scheduled. No adverse patient effects were reported. Additional information was received, which indicates that this device was explanted and replaced. No additional adverse patient effects were reported. The hospital kept the product, so it is not expected to return to boston scientific for analysis.